Event description:
A distributor reported repeated altitude alarms displayed by the pump. There was no reported blood glucose level value. During a subsequent pump system check, no alarms were observed, the pump loaded a cartridge, delivered a bolus, and appeared to be in working condition without any alerts. No additional information was received regarding the outcome of the event.